Event description:
It was reported that the cartridge was kinked at the cartridge tubing, interrupting insulin delivery. The customer's blood glucose level was 540 mg/dl with ketones that were identified as dangerous by a healthcare provider. The customer went to the emergency room and was treated with intravenous fluids of saline and insulin which resolved the issue with no permanent damage. The customer was released the same day.